Event description:
Patient reported they have a nevro system that may be causing the pain (sting and shocking sensation in their back) that they first started noticing around (B)(6) 2023. They reported they have a bladder infection. After pt turned of their medtronic device, the pain did not stop. Pt was redirected to see their doctor (dr (B)(6)). Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).